Event description:
PICC line broke when it had been only partially discontinued. Portion of the line remained in the pt. This required a cut-down for removal. No other complications noted after removal. PICC line placed by chemo-rn in 07/2000 with x-ray verification of the tip in superior vena cava. In 8/2000, a dressing change done without problems. A week later, dressing change without problems. 3 days later, pt returned for PICC line to be discontinued. This is when the PICC line broke.